Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain,') in an adult female patient who had essure (batch no. B98830- not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube" in 2012. The patient's medical history included cholecystectomy in 2012, tonsillectomy in 2004, pre-eclampsia (with first pregnancy), hashimoto's thyroiditis (hypothyroidism), trigeminal neuralgia, acid reflux (oesophageal), non-smoker, anxiety, pain ankle, tobacco user, gravida ii, parity 2 (nvdx2), augmentation mammoplasty, wisdom teeth removal, asthma and chronic cervicitis. Concomitant products included bupropion hydrochloride (wellbutrin) since 2012, escitalopram oxalate (lexapro) since 2012, levothyroxine sodium (synthroid) since 2012, liothyronine, liothyronine sodium (cytomel), montelukast sodium (singulair) since 2018, salbutamol and vitamin d nos (vitamin d). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping),"), alopecia ("hair loss"), dyspareunia ("dyspareunia (painful sexual intercourse),"), adnexa uteri pain ("fallopian tube feel pressure daily in particular when coughin gand sneezing"), abdominal pain ("abdomen aches") and pain ("body ache"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy and cytoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, migraine, dysmenorrhoea, alopecia and dyspareunia had resolved and the headache, adnexa uteri pain, abdominal pain and pain outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, alopecia, dysmenorrhoea, dyspareunia, headache, migraine, pain and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: left tube not fully closed, right tube fully closed. Small amount of contrast extends in the proximal left: fallopian tube but there is no contrast spillage into the peritoneal cavity either side.. Smear cervix - on an unknown date: reactive cellular changes associated with inflammation and/or repair. (Bethesda general categorization: negative for intraepithelial lesion or malignancy. Lot number reported b98830 is not valid. Most recent follow-up information incorporated above includes: on (B)(6) 2019: update of information (batch is not valid). Incident: no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain,") in an adult female patient who had essure (batch no. B98830) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube" in 2012. The patient's medical history included pre-eclampsia (with first pregnancy), hashimoto's thyroiditis (hypothyroidism), trigeminal neuralgia, acid reflux (oesophageal), non-smoker, anxiety, pain ankle, tobacco user, gravida ii, parity 2 (nvdx2), cholecystectomy in 2012, tonsillectomy in 2004, augmentation mammoplasty, wisdom teeth removal, asthma and chronic cervicitis. Concomitant products included bupropion hydrochloride (wellbutrin) since 2012, escitalopram oxalate (lexapro) since 2012, levothyroxine sodium (synthroid) since 2012, liothyronine, liothyronine sodium (cytomel), montelukast sodium (singulair) since 2018, salbutamol and vitamin d nos (vitamin d). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping),"), alopecia ("hair loss"), dyspareunia ("dyspareunia (painful sexual intercourse),"), pelvic discomfort ("fallopian tube feel pressure daily in particular when coughin gand sneezing"), abdominal pain ("abdomen aches") and pain ("body ache"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy and cytoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, migraine, dysmenorrhoea, alopecia and dyspareunia had resolved and the headache, pelvic discomfort, abdominal pain and pain outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, headache, migraine, pain, pelvic discomfort and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: left tube not fully closed, right tube fully closed. Small amount of contrast extends in the proximal left: fallopian tube but there is no contrast spillage into the peritoneal cavity either side. Smear cervix - on an unknown date: reactive cellular changes associated with inflammation and/or repair. (Bethesda general categorization: negative for intraepithelial lesion or malignancy. Most recent follow-up information incorporated above includes: on 14-may-2019: pfs+mr received: events migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, failure to occlude (close) fallopian tube(s), hair loss were added. Lab data, medical history, concomitant drugs, lot number were added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.